Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had poor quality distance and near vision, unacceptable uncorrected distance visual acuity (ucdva), uncorrected near visual acuity (ucnva), best corrected distance visual acuity (bcdva), best corrected near visual acuity (bcnva). The iol was exchanged for unspecified monofocal lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).